Manufacturer narrative:
Concomitant medical devices: 419688 lead, implanted: (B)(6) 2014.

Event description:
It was reported that the patient heard a, "solid tone from device when bending over magnets for a number of seconds." The patient reported feeling, "very anxious and had high blood pressure throughout the night." The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.